Manufacturer narrative:
(B)(4). Visual examination of the provided photos identified the item and it is possible that the threads fractured, however no other information could be obtained from the image. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01307.

Event description:
It was reported that 2 custom inserters broke. There was no reported harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.